Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion has occurred. It was reported that versacross connect access solution was selected for a left atrial appendage (laa) closure procedure. The physician inserted the versacross connect with the was into the patient. While attempting to perform the transseptal puncture a pericardial effusion formed. The effusion continued to grow so the procedure was ended and the patient was given protamine. The physician performed a pericardiocentesis and drained fluid from the patient. When the complication was noted, patient was stable, the patient begun to decompensate after the drain was placed, requiring pressors for blood pressure. It was further reported that the patient had further complications with a decreased ejection fraction, liver function, and acute kidney injury. Kidney and liver injury have resolved, but their course continues to be complicated by decreased ejection fraction. The versacross connect was inside the patient's body when complication begun, they were attempting to cross the septum. The device did not malfunction or cause issue. As per physician, they did not believe the product caused the complication. The patient has since been discharged to rehabilitation and as of on (B)(6) 2026 patient was still at rehabilitation.